Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "cassette is leaking" (fluid leak). The customer reported: the cassette was leaking there was a pool of bss on the floor after the surgery. No pt harm was reported. Additional info was requested.